Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed.

Event description:
It was reported that the customer was hospitalized for high blood glucose of 1400mg/dl. The customer stated that she inserts the infusion set into her tummy area and has been using this location for the past five years. The customer refuses to use a different location to insert the infusion set. It was stated that the customer called before and reported no delivery alarms. The customer was advised that the device can be replaced, but if she continues to insert the infusion set in the same spot, the no delivery alarm will still occur. No further info was provided.